Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift checks, the autopulse platform (s/n 37180) did not power on using the autopulse li-ion batteries with the following serial numbers: s/n (B)(4), s/n (B)(4), and s/n (B)(4). The batteries were fully charged, showing 4 steady green led lights. No malfunction was reported on the autopulse platform. No patient involvement. Please see the following related MFR reports: MFR # (B)(4) for the autopulse li-ion battery s/n (B)(4). MFR # (B)(4) for the autopulse li-ion battery s/n (B)(4).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA (B)(6). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.